Event description:
It was reported that a patient underwent a left breast implant exchange and right breast mastopexy on (B)(6) 2014. A surgical sealant was applied to the inframammary fold and around the nipple. Within two days the patient developed a diffuse rash over the entire breast area, chest, and abdomen. The patient was treated with antihistamines and a steroid dose pack. To date the rash is resolving.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.